Event description:
Subsequent to the previously filed reported, additional information received: when the nc trek balloon was pressurized, the indeflator was losing pressure and under angiography the balloon was not inflating. No additional information was provided.

Manufacturer narrative:
Device codes: 1310 not labeled. Internal file number - (B)(4). Evaluation summary: visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported rupture was unable to be confirmed however the outer member was torn which is likely what was perceived as the rupture. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the noted tears in the outer member appear to be related to a potential product quality issue; however, the reported inflation issue appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed and non-calcified de novo lesion in the proximal left anterior descending artery. A 4.0x8mm nc trek balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advance for post-dilatation; however, the balloon ruptured below rated burst pressure during the first inflation. The procedure was successfully completed with an unknown device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.